Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose was 46 mg/dl. Customer¿s current blood glucose was 40 mg/dl. Treated low blood glucose by taking banana. Customer declined troubleshoot for low blood glucose as she is at work. The insulin pump will not be returned for analysis.